Event description:
It was reported that the device was used during an emergency splenectomy. It was reported by the rep that the surgeon attempted to use the prw35 skin stapler to close the surgical incision. He noticed immediately that several of the staples were not forming and others were coming out of the skin very quickly. The surgeon believes that the staples were not forming correctly. The case was completed using another manufacturer's skin stapler. There was no consequence to the pt.